Event description:
As reported via the (B)(6) study, a patient experienced restenosis of previously implanted stents, an ICD upgrade and stenosis in a non-target vessel. Prior to the study procedure, the patient had a 2.5 x 28mm cypher implanted in distal obtuse marginal (om) at 12atm due to 70% stenosis and a 2.5 x 13mm cypher implanted at 18atm in the proximal circumflex due to 90% stenosis. The om lesion was reduced to no appreciable narrowing and the circumflex to 0% stenosis. Approximately four months later, a 2.5 x 28mm xience v stent was implanted in the om due to restenosis. Approximately eight months after that, a 2.25 x 12mm taxus stent was implanted due to restenosis. The om and the circumflex stents were noted to be patent. At the time of the study procedure (approximately nineteen months after the initial om stenting), angiography revealed stenosis in the unprotected left main (lm) and restenosis in the 1st obtuse marginal (om). The indication for the procedure was stable angina. The restenotic 1st om lesion was 8mm in length with 70% stenosis. The reference vessel was 2.75mm in diameter. A 3.5 x 13mm cypher was implanted at 20atm by direct stenting. The stent was not post-dilated and there was no residual stenosis. The lm lesion was 8mm in length, de novo, and ostial with 70% stenosis. The reference vessel was 3.5mm in diameter. A 3.5 x 13mm cypher stent was implanted by direct stenting at 20atm. The stent was not post-dilated and there was no residual stenosis. There were no reported complications and the patient was discharged the following day. Approximately seven months later, the patient experienced stable angina and underwent implantation of an ICD upgrade. Approximately 26 months after the index procedure, the experienced stenosis in the distal rca svg with placement of a drug-eluting stent. According to the angiographic core lab reported, the study stent was patent. According to the investigator, the event was not related to the study stent.

Manufacturer narrative:
Concomitant medications included: simvastatin 80mg daily ((B)(6) 2009 - continuing). Potassium cloride 32 meq daily ((B)(6) 2009 to unk (B)(6) 2010). Metoprolol 200mg bid 11 ((B)(6) 2009 to unk (B)(6) 2010). Amlodipine 10mg daily ((B)(6) 2009 to unk (B)(6) 2010). Lisinopril 10mg daily ((B)(6) 2009 - continuing). Nitroglycerin 0.6mg as needed ((B)(6) 2009 - continuing). Isosorbide 180mg three times daily ((B)(6) 2009 to unk (B)(6) 2010). Furosemide 80mg daily ((B)(6) 2009 to unk (B)(6) 2010). Aspirin 81mg daily ((B)(6) 2006 - continuing). Niaspan ER 1000mg daily ((B)(6) 2009 to unk (B)(6) 2010). Renexa 500mg daily ((B)(6) 2009 to unk (B)(6) 2010). Carvedilol 25mg twice daily (unk (B)(6) 2010 - continuing). Digoxin 0.25mg daily (unk (B)(6) 2010 - continuing). Warfarin 5m daily (unk apr 2010 - continuing). Spironolactone 25mg daily (unk (B)(6) 2010 to unk (B)(6) 2011). Omeprezole 40mg twice daily ((B)(6) 2009 to unk (B)(6) 2010). Furosemide 40mg daily (unk (B)(6) 2010 - continuing). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) study, a patient experienced three episodes of restenosis of previously implanted cypher stents. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, family history of coronary artery disease, history of previous pci ((B)(6) 2009), history of previous CABG ((B)(6) 1982), history of myocardial infarction ((B)(6) 1982), history of congestive heart failure, history of permanent pacemaker insertion, history of gerd, history of depression and smoking. Prior to the study procedure, the patient had a 2.5 x 28mm cypher implanted in distal obtuse marginal (om) at 12atm due to 70% stenosis and a 2.5 x 13mm cypher implanted at 18atm in the proximal circumflex due to 90% stenosis. The om lesion was reduced to no appreciable narrowing and the circumflex to 0% stenosis. Approximately four months later, a 2.5 x 28mm xience v stent was implanted in the om due to restenosis. Approximately eight months after that, a 2.25 x 12mm taxus stent was implanted due to restenosis. The om and the circumflex stents were noted to be patent. At the time of the study procedure (approximately nineteen months after the initial om stenting), angiography revealed stenosis in the unprotected left main (lm) and restenosis in the 1st obtuse marginal (om). The indication for the procedure was stable angina. The restenotic 1st om lesion was 8mm in length with 70% stenosis. The reference vessel was 2.75mm in diameter. A 3.5 x 13mm cypher was implanted at 20atm by direct stenting. The stent was not post-dilated and there was no residual stenosis. The lm lesion was 8mm in length, de novo, and ostial with 70% stenosis. The reference vessel was 3.5mm in diameter. A 3.5 x 13mm cypher stent was implanted by direct stenting at 20atm. The stent was not post-dilated and there was no residual stenosis. There were no reported complications and the patient was discharged the following day. Approximately 26 months after the index procedure, the patient experienced stenosis in the distal rca svg with placement of a drug-eluting stent. According to the angiographic core lab reported, the study stent was patent. According to the investigator, the rca svg stenosis was not related to the study stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension, hyperlipidemia and smoking.